Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] (a) inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the cloudy image was unable to be replicated. Evaluation did find that water tightness was lost due to deformation of the scope cover, the insulation resistance value at the distal end did not meet the standard value due to a scratch on the bending section cover, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the air/water supply and water removal ability did not meet the standard value due to clogging of the nozzle, the scope cover was discolored, the adhesive around the objective lens was peeled, there was a streak of flare in the image due to adhesive peeling around the objective lens, the connecting tube was dented, the objective lens was chipped, switch #4 was worn, the forceps elevator lever and knob were discolored, the up/down and right/left knobs were discolored, the forceps channel port and suction cylinder were shaved, the connecting tube was wrinkled, the switch box was discolored, the universal cord was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera elite gastrointestinal videoscope was cloudy. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not know what the foreign material was or how it adhered to the scope. The report is being submitted due to foreign material in the scope found during evaluation.